Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. Related mdrs for this event: 2029214-2018-00914, 2029214-2018-00915. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two medtronic implant coils migrated from the target location and possibly contributed to newly developed pulmonary thrombosis. Prior to the event, the two medtronic implant coils were implanted in the intended location; however, they both fell out of the aneurysm and migrated afterwards. One implant coil was found in the vena cava and the other implant coil was found in the pulmonary artery. The physicians successfully extracted both implant coils from the patient. The complication mentioned above as noticed at the time. The patient required additional hospitalization time due to the re-intervention and administration of the anticoagulants. The reported devices and accessory devices were reported to be prepared as indicated in the instructions for use (IFU). The patient¿s vasculature was moderate in tortuosity and blood flow was normal